Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited communication issues a week after implant. Analysis was performed and it was found that a message was showing mentioning that the monitoring was disabled due to device battery at end of service (eos). Technical services clarified that this is a hardware malfunction and explant of the icm was recommended. In the meantime, a short-term monitoring device was implanted on the patient while waiting for the explant of the icm. At this time, this icm remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited communication issues a week after implant. Analysis was performed and it was found that a message was showing mentioning that the monitoring was disabled due to device battery at end of service (eos). Technical services clarified that this is a hardware malfunction and explant of the icm was recommended. In the meantime, a short-term monitoring device was implanted on the patient while waiting for the explant of the icm. At this time, this icm remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: impact codes.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: d6b: explant date.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited communication issues a week after implant. Analysis was performed and it was found that a message was showing mentioning that the monitoring was disabled due to device battery at end of service (eos). Technical services clarified that this is a hardware malfunction and explant of the icm was recommended. In the meantime, a short-term monitoring device was implanted on the patient while waiting for the explant of the icm. At this time, this icm remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for analysis. No further adverse patient effects were reported.